Event description:
It was reported that during a da vinci-assisted surgical procedure, the system experienced a fault on universal surgical manipulator (usm) 3. The customer stated the first two faults they were able to recover, but after the third fault they disabled the usm and then rebooted the system. The customer was able to complete the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the reported event was confirmed. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a the usm to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) came into failure analysis with a reported problem error faults which was confirmed as having occurred in the field and replicated. System logs recorded error 32114 coupled with error 31226 pointing to the aurora communication link downstream to axes control motor (acm). The unit was tested on an in-house system in normal mode where it triggered error 31226. The unit was also tested on a psc (patient side cart) fixture test platform (pftp) where it failed the fiber test and clock spring. Additional troubleshooting was performed and confirmed the issue was related to a defective clock spring fiber.